Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis. During the procedure they observed tea colored urine in the patient's foley bag after approximately 45-50 ablations. As more ablations were performed the urine became bright red. Pfa was stopped at that time, after 66 ablations, and the physician switched to radio frequency treatment. The patient was given intravenous fluids and lasix. By the time the procedure was completed the patient's urine was starting to clear. By the morning following the procedure they had almost returned to base line creatinine levels, (.6 pre-op and .7 the day after the procedure) and they had adequate urine output. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.